Event description:
The reporter stated that the surgeon was using an aq2010v three piece silicone lens and during insertion the lens tore. The lens was removed and replaced with another model lens with no patient injury.

Manufacturer narrative:
H6: evaluation codes: results: (other) - a visual inspection of the returned product shows the lens is torn in half and a portion of the optic is torn off. There is clear and reddish surgical residue/debris on the lens. Conclusions: no conclusion can be drawn. Based on the complaint history and evaluation of the returned product, a specific root cause could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.